Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through regulatory agency "extracapsular rupture", "periprosthetic capsule contracture stage 3" and "breast is hard and deformed, but there is no pain. Change in color". This record is for the right side. Device has been explanted.